Event description:
It was reported by a facility that an f38 alarm (pump mechanism sensors) occurred with a flogard infusion pump. It is unknown if this event occurred during patient use; patient involvement is unknown. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion with an alarm f38 was confirmed on customer site. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced onsite at the facility by a baxter field service technician to resolve the issue.